Event description:
Patient's meter would not power on. The patient and family member were calling from a pharmacy. Patient had stopped using the meter because they did not know how to use the meter and the meter had stopped powering on. Due to the power issue, patient had stopped following their sliding scale insulin regimen. Patient was recently taken to their physician. Patient's blood glucose level and urine was checked. No treatment was administered. Patient first reported that they were placing a test strip in the test strip port, then pressing the m button to see the last reading in the memory when trying to test. The customer service representative walked patient through checking that the batteries were good and they were correctly installed and then inserting a test strip with the contact bars end first and facing up, and pressing the on/off button. The power issue was not resolved through troubleshooting. The customer service representative replaced the pharmacy meter, since the pharmacy was able to provide one to the patient at that time.